Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported not being able to clear an unspecified alarm, however, after a few minutes, the alarm was gone. The customer declined troubleshooting. The insulin pump is not expected to be returned for analysis.